Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact on the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.